Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation with a cyst on his upper body. The patient was seen by his physician and received a cortisone cream. During a follow up call, the patient reported that after ending use of the lifevest and using the cortisone cream, the irritation healed. There was no allegation that a device malfunction caused or contributed to the reported irritation.